Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient believed that they received "two injections (boluses)" in a row on the night of (B)(6) 2026. The patient took their bolus at 11:45pm and the last one at 12:05am. The patient also stated that, usually, the last bolus went to 0 until the morning. The patient stated that a "bad thing happened" and this was the second time it had happened in about 4 months. The patient stated that they had 6 boluses per day and they never missed any. The patient mentioned that they took their boluses at 8am, 11am, 2pm, 5pm, 8pm, and before bedtime. On the night of (B)(6) 2026, the patient went ot bed and, after taking their bedtime bolus, the device indicated that they had 5 boluses left and the patient mentioned thatthey felt really dizzy. The patient did not take their oxycontin pill and they "just went with it" and they had to skip their 8am bolus because then they would not have enough for the day. The patient stated that they were taking their 11am and 2pm boluses and that their pump was refilled on (B)(6) 2026. The patient also stated that the pump time was at (B)(6) 2026 at 2:29pm and the patient time was 2:37pm. Patient services reviewed information and redirected the patient to their hcp to verify their bolus activities. The patient had a bolus duration of 2 minutes, a lockout duration of 3 hours, a bolus restriction window of 1 bolus every 3 hours, 6 boluses per day and 3 boluses remaining. The expected refill date was (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.